Manufacturer narrative:
Device analysis report attached. This report is submitted on may 10, 2024.

Manufacturer narrative:
This report is submitted on april 09, 2024.

Event description:
Per the clinic, the patient experienced an infection and extrusion of the implant. The device was explanted (date not reported) and there are no plans to re-implant the patient with a new device as of the date of this report.